Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee arthroscopy, when the second shot of the fast-fix 360 was performed, the t2 implant did not go down, it was performed several times, however, the t2 never lowered, it remained in the middle of the anchor. Surgery was completed without delay, using a back-up device instead. No further complications were reported. Patient's status is stable.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).